Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture in the display lens. On testing, the pump did not power on due to moisture ingress in the pump and the display screen remained blank.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue; auditory and vibratory function were intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.